Manufacturer narrative:
The patient is (B)(6). An event regarding femoral loosening involving a triathlon ts femur was reported. The event was not confirmed. Clinician review: the provided x-rays and operative reported were presented to the clinical consultant who deemed the information insufficient to perform a medical dictation. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for this lot. No further investigation for this event is possible at this time as no devices were returned and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown femoral component. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported that the patient complained of right knee pain so the surgeon revised. The surgeon stated that the femoral component was loose. From the records available at the time of this revision, it is believed that the previous revision was not stryker product.

Event description:
It was reported that the patient complained of right knee pain so the surgeon revised. The surgeon stated that the femoral component was loose. From the records available at the time of this revision, it is believed that the previous revision was not stryker product.